Event description:
Pt was being transported via ambulance, pt was put on vent and was in the process of transferring to stretcher and vent alarmed 'vent failure" and would no longer function. Pt had no compromise. Pt was bagged throughout the rest of the trip.